Event description:
It was reported that the right ventricular (rv) lead dislodged. Pre-operative lead testing showed no capture of the rv lead. During the revision, the new rv lead had difficulty advancing to the rv apex and retracting out of the vein due to an area of significant adhesion from the vein to the superior vena cava (svc). The multiple attempts to implant the rv lead caused movement of the right atrial (ra) lead and inter-operative repositioning was required for the ra lead. The rv lead was capped and was replaced successfully. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (B)(6) 2013; 5076-58 implantable pacing lead (B)(6) 2013. (B)(4).